Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 09/07/2011, 09/14/2011 and 09/23/2011 by phone, fax, mail, and email. A completed questionnaire was rec'd on (B)(4) 2011. (B)(4).

Event description:
A surgical coordinator reported two pts who experienced refractive surprises following intraocular lens (iol) implant surgery (by two different surgeons in same facility). For this pt, she stated the cornea power only changed by less than .25. She reported the pt did have close to 1.50 diopter around 85 of preoperative astigmatism which remained postoperatively. Approx one month after the surgery, tight suture was removed and the pt was requested to return for another refraction. The coordinator stated the pt has not returned and is lost to f/u. Add'l info was provided by the associate of the surgeon who reported that, there were no medical or surgical interventions performed to treat the event; the lens is in the bag and there are no posterior capsule opacification (pco). There are two medical device reports associated with this event. This report is for the first pt.